Event description:
The pt was being transferred within a medical facility from the ICU ward. The pt had been transferred to an impact 754 portable ventilator from the ICU ventilator when, within 2 minutes, the ventilator was reported to exhibit a failure alarm ("negative pressure" and "calibration error") and was reported to stop working (no power). The ventilator was reset and appeared to be working. The pt was placed back on the vent with the same result. The pt was placed back on the ICU ventilator until another transport ventilator could be dispatched. The pt transport was completed with the second automated portable ventilator. The clinician reported there was no adverse event to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it is assumed that the device malfunction caused a delay in the desired transport and, because of this, the event is being submitted as a serious injury.

Manufacturer narrative:
Device was tested upon receipt at impact and, after thorough investigation, the reported failure could not be duplicated. The device is an impact loaner which is serviced on a regular basis. These units are loaned to end users with their ventilators are being serviced by impact. Preventive maintenance, calibration, burn-in and output testing was performed prior to returning the unit to impact's loaner pool.